Event description:
It was reported by customer during before use that the cs300 intra aortic balloon pump (iabp) malfunctioned. The screen flickers. No patients involved.

Manufacturer narrative:
Due to character limit: e1(initial reporter): (B)(6). A supplemental report will be submitted upon completion of our investigation.